Event description:
Complainant alleged that while attempting to defibrillate a male pt the device displayed an unknown "defib fault" message and failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.